Event description:
Dental implant failure.

Manufacturer narrative:
The doctor reported that the implant was removed due to a fracture, and that the implant was losing its osseointegration. No additional patient complications were reported. The implant was returned to the manufacturer for evaluation. The manufacturer's trend analysis shows that implant fracture is a low rate adverse event, which is common for endosseous dental implants in clinical use.